Event description:
It was reported that a device was unable to be interrogated and displayed an error message "wrong parameter number was detected". The device was able to be interrogated after being temporarily reprogrammed to nominal settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.